Manufacturer narrative:
Insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces. No unexpected button error alarms noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 150 mg/dl. The customer reported a button error alarm from the insulin pump during bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but no yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.